Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump had a blank display. The blood glucose level was 133 mg/dl. The customer stated that the screen display did not returned. Customer stated that they restarted the pump and now showing no delivery alarm. The customer also stated that the screen was frozen. Troubleshooting was performed. The product will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damaged electronic assembly. Also moisture damage motor during visual inspection. Unable to perform operating current test, unexpected restart error test, displacement test or verify audio/beep or frozen screen due to blank display.